Event description:
Zimmer biomet switchcut reamer broke in patient's knee during a reconstruction procedure of the anterior cruciate ligament (acl). Doctor was able to retrieve all the pieces arthroscopically. Notes from operative report: "I then turned my attention the acl. Performed a notchplasty. Next I came in with the outside in guide making incision out laterally came in and drilled a 10 mm socket of the anatomic footprint. As I was drilling, his bone was hard and the device did break. All the metal was removed. X-ray was brought in and confirmed all nail was removed and then I did take a dedicated x-ray at the end of the case which confirmed that although all the metal was removed."